Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button cover was missing/peeling and that the audio bolus button subsequently became under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: investigation revealed that the audio bolus button cover was missing and the audio bolus button response could not be tested due to the missing cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.